Event description:
It was reported that intermittently the insulin on board (iob) display was inaccurate. Customer's blood glucose was 111 mg/dl. Tandem technical (cts) support reviewed with the how the iob was calculated. Customer acknowledged information; however, alleged the iob calculation was still an issue. Customer reported the issue would be discussed with their "specialist" and terminated call with cts.